Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The pharmacist reported an issue with two sensors (unknown serial numbers) and both have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a pharmacist reported that a customer was receiving lower scans from two freestyle libre sensors in comparison to fingerstick readings. The pharmacist noted that the customer had placed one sensor on the belly and one on the arm and that the readings "have a greater than 20% variance and are not done right after eating, dosing insulin, or exercising". There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.